Event description:
Questioned pt. Rhythm when telemetry did not match pt. Palpated rate. Verified telemetry box number #57 on box, and #57 on monitor screen. EKG done to verify rhythm, and EKG did not match telemetry rhythm. It was discovered that the telemetry box # is marked on the removable battery cover of the telemetry box, and apparently during cleaning in the telemetry room, the telemetry #57 battery cover was placed on the telemetry #67 box. This had the potential to be a serious event with negative pt. Outcome.